Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis, and pd catheter (not a fresenius product) removal. During follow-up, the patient¿s hemodialysis registered nurse (hdrn) reported the patient was hospitalized on (B)(6) 2025 after presenting in the emergency room with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (durations, dosages, frequencies not provided). However, the patient¿s peritoneal effluent culture result returned positive for candita parapsilosis, and the patient¿s ip vancomycin and ceftazidime were discontinued (replaced with intravenous diflucan). Based on the organism, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issues and is recovering from the serious adverse events. The hdrn stated the cause of the peritonitis was undetermined per the nephrology notes, however there were no documented concerns that a fresenius product(s) and/or device(s) malfunction or deficiency occurred. The patient is recovering and was discharged on (B)(6) 2025 and began outpatient hd on (B)(6) 2025.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. The etiology of the peritonitis is unknown; therefore, casualty could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis, and pd catheter (not a fresenius product) removal. During follow-up, the patient¿s hemodialysis registered nurse (hdrn) reported the patient was hospitalized on (B)(6) 2025 after presenting in the emergency room with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (durations, dosages, frequencies not provided). However, the patient¿s peritoneal effluent culture result returned positive for candita parapsilosis, and the patient¿s ip vancomycin and ceftazidime were discontinued (replaced with intravenous diflucan). Based on the organism, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issues and is recovering from the serious adverse events. The hdrn stated the cause of the peritonitis was undetermined per the nephrology notes, however there were no documented concerns that a fresenius product(s) and/or device(s) malfunction or deficiency occurred. The patient is recovering and was discharged on (B)(6) 2025 and began outpatient hd on (B)(6) 2025.